Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The support wire was protruded from the distal end of the coil sheath. The loop member which was originally inside the coil sheath was out of the coil sheath. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the support wire was protruded since it was not withdrawn although the basket wire was withdrawn when the control grip was pulled. The support wire was not withdrawn since the sheath around the support wire was angulated or the support wire out of the coil sheath was angulated. The above device handling has warned in the instruction manual as follows. *never use excessive force to operate the instrument. This could damage the instrument. *do not insert the instrument into the endoscope if the basket is not fully closed. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. *repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection. *do not open or close the basket while the forceps elevator of the endoscope is up. Otherwise, the support wire may form a loop. Do not withdraw the instrument from the bile duct while a loop is formed by the support wire. Otherwise, the looped distal end could damage the inside of the bile duct and cause mucosal injury. If a loop of support wire is observed, lower the forceps elevator and open/close the basket.

Event description:
During a gallstone removal, the subject device was used. When the user withdrew the subject device with gallstone from the bile duct, the user felt high resistance. After removal, it was found that the support wire was bent and bulged out of the basket. The intended procedure was completed. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On september 17, 2020, omsc found that the support wire was protruded from the distal end of the coil sheath. This is the report regarding the protruded support wire.